Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there was blood at the site of the insertion. It was stated that this was not an issue before. The blood was not on the connector. The customer inserted on the arm. The customer's blood glucose was 5.3 mmol/l. Nothing further was reported.